Event description:
It was reported that during a pta declination of a graft of a vein in the upper arm (below sub-clavian vein), the balloon wouldn't deflate. Upon pulling the balloon back through the sheath to help the balloon deflate, the proximal end of the balloon sheared off, leaving the distal end in tact. The catheter and sheath were removed as a single unit and replaced with another 7fr sheath and same make and type of catheter. After completing the procedure with the 2nd catheter and upon removal, the balloon material came off inside the pt. The indwelling piece was removed without further complications being reported.